Event description:
It has been reported that two syringes (component #1111208; lot #3050000964164) broke where the collar and barrel of the syringe meet. The breakage occurred during a procedure, while the physician was trying to inject soft cement into the patient. Trademark plastics inc., the manufacturer has been made aware of the incident.